Event description:
The patient was having a diagnostic MRI procedure in the outpatient setting to evaluate a torn left bicep utilizing a flex coil pad that was wrapped around his left bicep for focal imaging purposes of latter anatomical area. All MRI safety procedures were followed including patient screening, wanding, and the use of padding between the patient and the magnet during the diagnostic procedure. The patient was observed, and verbal check-ins occurred throughout the procedure; he did not report any concerns during the procedure. Post procedure, two closed burn wounds were identified on the patient - one to the patient's left bicep and the second one to his right-hand middle knuckle. The patient reported after the procedure feeling immediate heat and a shock at the start of the procedure to his left upper arm that immediately resolved when he moved his right arm away from his left arm. The patient's rationale for not reporting the heat/shock to the technologist at the occurrence time was that the issue immediately resolved and he did not want to have to go through the procedure again. The patient received a follow up evaluation in the emergency department for the two burn wounds. After the event, the engineering team inspected/tested the MRI system to validate it was operating as intended with no functional issues identified.